Manufacturer narrative:
H3 other text : device not returned.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, ¿ventilator inoperative¿ and "service required" codes were found in the ventilator's downloaded error log. The device's system board and internal battery were replaced to address the issues.